Event description:
During first return cycle of plasma collection procedure the donor valve did not open. The operator noticed blood in the tubing valve was a "dark" color. Procedure stopped. No cells returned to the donor.